Event description:
The following information was reported: a 6f x 11 cm boston scientific super sheath was used and a mynxgrip (6f/7f) vascular closure device. The balloon from the device lost pressure at the arteriotomy (2nd stop). Manual compression was applied for 20 minutes. The patient was not hospitalized. Procedure: interventional peripheral stick location: common femoral artery vessel size: 6 mm. Additional info: the balloon held pressure during prep. During prep the physician saw the inflation indicator pop up. There was no resistance while inserting the device and no resistance during pull back.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1429501) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).